Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed e216 error message issue could not be determined, however, it is likely that the issue was due to the observed leak in the bending section, resulting in water ingress into the scope connector and an electronic component malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for use in an unknown procedure, they encountered an unspecified issue with the adapter for their evis eus ultrasound bronchofibervideoscope device. The issue did not cause any delay. Upon inspection and testing of the returned unit, it was discovered that the device delivered an error e216 due to fluid ingress into a device connector. It was also noted that the device produced a foggy image. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device delivered an error e216 due to fluid ingress into a device connector. It was also noted that the device produced a foggy image following aeration. The customer's originally reported issue of adapter issue was confirmed; fluid was found in the device connector. The following additional findings were also noted: small leak on the bending section cover, inadequate insulation resistance, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.